Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Does the surgeon believe that the post-operative issue noted in this article is related to the use of an ethicon device?

Event description:
It was reported that during review of journal article: laparoscopic resection with transcolonic specimen extraction for ileocaecal crohn's disease. Source: british journal of surgery. 2010. 97 (4):569-574 authors: authors: eshuis, e. J.,voermans, r. P.,stokkers, p. C. F.,van berge henegouwen, m. I.,fockens, p.,bemelman, w. A. Article attached. Web address: https://hostedvl106.quosavl.com/qb/doc/u3odubta7a7kt4np3f263ddago the aim of this prospective study was to assess the feasibility of transcolonic specimen removal in laparoscopic ileocolic resection. A consecutive series of patients who had an indication for a laparoscopic ileocolic resection were invited to participate. Patients eligible for inclusion were those with crohn¿s disease located in the terminal ileum requiring an elective ileocolic resection. For the operative technique, the large bowel and ileum were transected and side-to-side anastomosis was created using endoscopic staplers (echelon 60 endopath stapler). Between february and september 2008, 10 patients [3 men and 7 women; median age 31 years (range 19-61), median bmi 23.7 kg/m2 (range 18-31)] were eligible for the study. Complications include: intra-abdominal abscess (n=2), trocar-site abscess (n=1: small abscess at the umbilical port site), fever of unknown origin (n=1; treated with broad-spectrum antibiotics). For the patients with intra-abdominal abscess, one patient developed an abscess in the pouch of douglas that was drained laparoscopically. This patient was readmitted within 30 days for pain of unknown origin and for which no cause has since been found. The patient in whom transcolonic specimen removal was attempted but considered not possible was also readmitted within 30 days for percutaneous drainage of a subhepatic abscess.